Event description:
Nellcor puritan bennett rec'd a report from a biomedical engineer that the unit did not provide an audio tone at set-up. There was no pt harm reported.

Manufacturer narrative:
Eval concluded that the reported failure was isolated to the main board.